Manufacturer narrative:
Facility name truncated due to character limit: full name - (B)(6). Per investigation the optical data showed disturbances and identified a potential leakage causing a temporary increase in background values and, to a lesser extent, in baseline values. After the potential leak events, the background and baseline values went back to previous levels. The provided data indicate that the analyzer sn (B)(4) is working as expected and therefore it is not recommended to send it for repair. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. Please note that the customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua (B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4).

Event description:
A customer from (B)(6) alleged a false positive result while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. During review of the customer data for investigation, an additional sample was identified. Therefore, two mdrs will be filed per the FDA guidance. Per customer allegation upon initial testing of the original sample on liat sn (B)(4), a triple positive result for sars-cov-2, influenza a and influenza b was obtained. The same sample was then re-tested on liat sn (B)(4) generating a negative result for all targets. Next, the customer re-collected sample and tested it on another platform generating a negative result for all targets again. Both positive and negative results were released. No harm alleged. Additionally, during data review a second sample was identified from an earlier sample run. Sample 2 generated a positive sars-cov-2 result. Please note that this sample was not reported by the customer and no other data is available for it. An investigation was conducted to evaluate the customer issue.